Event description:
The item had been broken on the hexagon point while surgeon did a spine case (during tightening).

Manufacturer narrative:
Method: complaint history analysis, risk assessment, device history review, visual inspection. Results: there have been 7 complaints on the new design of the via ii torque wrench. The returned device was confirmed to have the hex tip broken off at the end, the broken tip was discarded by the hospital. Machining lines are visible on the surface that runs perpendicular to the hex tip. The DHR for this device's batch was reviewed and five parts were rejected due to the position and dimension of the 5mm hex. All parts accepted met specification. It was reported that there was no delay in surgery and no adverse consequences. Conclusion: the device failed during use. A non conformance report has been initiated to further investigate.